Manufacturer narrative:
Medwatch sent to FDA on 2/19/2016. The events of discharge and breast cancer are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional device, patient, and treatment details has been requested from the reporting physician. No other information is available at this time. The event of breast cancer is being reported because it is unclear as to whether this diagnosis was made prior to usage of the device.

Event description:
Health professional reported with seri surgical scaffold "nipple discharge on the side where the seri was used" and "the patient had breast cancer." If is unclear, based on the report if the cancer was pre-existing to implant surgery. It is unknown at this time if treatment has been provided.